Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported positioning failure of inability to grasp and positioning failure of inability to capture the leaflets. The reported poor image resolution was due to the location of target grasping area. The tissue injury appears to be due to multiple grasping attempts and unchanged mr was a cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4+ and severe bi-leaflet prolapse. One clip was successfully implanted, reducing mr to a grade of 2-3. To further reduce mr, an nt clip was inserted and grasping was performed. However, the leaflet were unable to be grasped or captured, and a chordal rupture and leaflet tear were observed. It was noted mr returned to a grade of 4+. Therefore, the nt clip was removed and replaced with an xtw clip. The xtw was inserted in an attempt to treat the tissue damage. However, this clip was also unable to grasp or capture the leaflet. The physician decided to remove the clip. Difficulties visualizing the clips during the procedure occurred. The procedure was discontinued. There was no clinically significant delay in the procedure. The following day, echocardiogram showed mr had reduced to a grade of 3-4. No additional information was provided.